Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of organ. The patient reportedly became aware of perforation of filter struts outside the ivc and perforation of struts into organs, approximately seven years and eight months post implant. It was reported that the patient also experienced shortness of breath and anxiety related to the filter and that the patient was deceased, however, a cause of death nor a relationship to the device was provided. According to the implant record the patient had a history of carcinoma of the right breast with axillary lymph node metastases, morbid obesity, deep vein thrombosis (dvt) and had a failed placement of a vena cava filter elsewhere in the past. The patient deferred genetic testing and opted to have a prophylactic left breast mastectomy. The filter was placed via the left subclavian vein and deployed so that its mid portion was at l2-l3. A groshong port was then placed in the distal superior vena cava and cut to the appropriate length. A bilateral mastectomy was then performed. The patient tolerated the procedure well; had no complications and was sent to the recovery room in satisfactory condition. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. The cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event is not possible, however it may be related to the patient¿s pre-existing history of breast cancer with metastasis. Anxiety and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records, the patient was reported to have a history of carcinoma of the right breast with axillary lymph node metastases, morbid obesity, deep vein thrombosis (dvt) and had a failed placement of a vena cava filter elsewhere in the past. The patient underwent placement of an inferior vena cava (ivc) filter in addition to placement of a venous catheter (groshong port) for chemotherapy. The left subclavian area was prepped and draped in the usual sterile fashion followed by placement of an introducer needle into the left subclavian vein. Using fluoroscopy, the trapease vena cava filter set guidewire was inserted through the introducer needle and was used to guide the wire down into the inferior vena cava (ivc) and down to the bifurcation of the iliac veins. The vertebrae were then counted and the l2-l3 junction was identified and marked. The dilator and introducer sheath for the trapease filter was then inserted over the guidewire and the filter deployed so that its mid portion was at l2-l3. Following placement of the ivc filter, a groshong port catheter was then positioned in the distal superior vena cava and cut to the appropriate length and the mastectomy was completed. The patient tolerated the procedure well; had no complications and was sent to the recovery room in satisfactory condition. According to the information received in the patient profile form (ppf), the patient reported perforation of filter struts outside the ivc and perforation of struts into organs, becoming aware of these events approximately seven years and eight months after the filter implantation, and further experienced shortness of breath and anxiety related to the filter. The information also indicated that the patient is deceased; however, a cause of death nor a relationship to the device was provided.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with organ perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported organ perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation of organ. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.